Manufacturer narrative:
The event of autoreducing was reported to abbott. The leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04363. It was reported the patients system was auto reducing following the patient riding roller coasters. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced.